Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2019 with high blood glucose of the 720 mg/dl and diabetes ketoacidosis. The customer treated high blood glucose with the manual injection and insulin drip. The customer also stated that, the insulin pump also had keypad anomaly. The device will not be returned for analysis.